Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was not specified when and where the sensor was inserted. According to the reporter, on (B)(6) 2025, the patient was feeling unwell and asked the father to check the cgm reading, which was normal. Subsequently the patient experienced seizures. Although the cgm was reported inaccurate, there were no cgm nor bg readings documented. There was no documentation about the treatment nor medical intervention provided. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).